Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not recharge their ipg as recommended. As a result, the patient's ipg is inoperable. The patient is seeking surgical intervention as the next course of action.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced. Therapy was restored post-op.